Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 23, 2021. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 4114, 3259, 4315). Type of investigation: #1: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #2: 4114 - device not returned investigation findings: 3259 - improper physical structure investigation conclusions: 4315 - cause not established. The affected sample was not returned so a thorough investigation could not be conducted. Pictures provided with the complaint show that the thermistor was present, however could be removed from the port on the arterial outlet of the oxygenator. A retention review was not able to be conducted as the product lot number was not provided. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information and correction). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that the event occurred during prime.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 3257, 25). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2:11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 25 - cause traced to manufacturing. The affected sample was inspected upon receipt to show that the arterial thermistor was not bonded within the port. Inspection showed that bonding agent was present within the port. A representative retention sample was reviewed with no anomalies observed with the arterial thermistor. A training was conducted with the production associates to make them aware of this event and to ensure that all thermistors, and other components, are properly assembled and inspected on the reservoir and oxygenator. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during pre cardiopulmonary bypass, there was a leak at the broken port. No patient involvement. The product was changed out. The surgery was completed successfully.